Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that two fully charged autopulse li-ion batteries (sn unknown) does not power the autopulse platform (sn (B)(4). No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn unknown).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, customer reported that two fully charged autopulse li-ion batteries (sn (B)(6) and (B)(6) ) does not power the autopulse platform (sn (B)(6) ). No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01025 for the autopulse li-ion battery (sn (B)(6) ).

Manufacturer narrative:
Correction made on the returned to manufacturer (section d9) and date received by manufacturer (section g3).